Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed. Dspc-20a issue was added.

Event description:
Customer's caregiver reported high scanned values while wearing the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2020, a sensor scan of 24.9 mmol/l (448 mg/dl) was obtained and the customer experienced unspecified hypoglycemic symptoms and subsequently lost consciousness. Hcp contact was made and a blood glucose test of 7 mmol/l (126 mg/dl) obtained on the competitor's brand meter and the customer was treated with fruit, dextrose, and a brownie for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported high scanned values while wearing the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2020, a sensor scan of 24.9 mmol/l (448 mg/dl) was obtained and the customer experienced unspecified hypoglycemic symptoms and subsequently lost consciousness. Hcp contact was made and a blood glucose test of 7 mmol/l (126 mg/dl) obtained on the competitor's brand meter and the customer was treated with fruit, dextrose, and a brownie for their symptoms. There was no report of death or permanent injury associated with this event.